Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d6b, d9, h4. Corrected: d4 (lot, expiry date, primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the global unite stem would not mate with the epi proximal body. There was a space in between the two implants. Another stem was opened and it mated perfectly with the proximal implant. If other, describe total shoulder. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed little marks inside the circular surface of the global unite std stem sz 10, indicative of the device being tried to implant. A manufacturing record evaluation was performed for the finished device 4554806 lot number, and no non-conformances nor manufacturing irregularities were identified. A dimensional inspection was performed for the global unite std stem sz 10 and met specifications. A functional evaluation was not performed as the mating component was not returned for evaluation. The overall complaint was not confirmed as the observed condition of the global unite std stem sz 10 would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: dwg-110010100 rev b. Current. Dimensional inspection: specified dimensions device length = 113.15 ± 1.00 mm, length from the bottom of the threaded hole to the surface = 18.50 ± 1.00 mm, length from the bottom of the non-threaded hole to the surface = 9.00 ± 0.20 mm. Measured dimensions: device length = 113.53 mm (complies), threaded hole length to the surface = 18.69 mm (complies), 2nd hole length to the surface = 8.92 mm (complies). Device used: digimatic caliper cd78621. Device history lot a manufacturing record evaluation was performed for the finished device 4554806 lot number, and no non-conformances nor manufacturing irregularities were identified. Device history review a manufacturing record evaluation was performed for the finished device 4554806 lot number, and no non-conformances nor manufacturing irregularities were identified. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that during a total shoulder procedure. The global unite stem would not mate with the epi proximal body. There was a space in between the two implants. Another stem was opened and it mated perfectly with the proximal implant. There was a 5 minutes of surgical delay. The procedure was successfully completed.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the global unite stem would not mate with the epi proximal body. There was a space in between the two implants. Another stem was opened and it mated perfectly with the proximal implant. The product was returned to j&j medtech orthopaedics for evaluation. Additionally, a manufacturing investigation was raised for the complaint issue. Visual inspection revealed minor marks on the circular surface of the global unite std stem sz 10, suggesting that the device may have been previously attempted for implantation. Additionally, the tab appears to exceed the acceptable tolerance range. Based on the manufacturing investigation, it was confirmed that the tab width was outside the maximum tolerance, the assignable cause was caused by a manufacturing issue due to ¿man¿ and ¿machine¿. This complaint was attributed to the damaged tool within the cnc mill machine and human error as the shadowgraph inspection was missed. The overall complaint was confirmed as the observed condition of the global unite std stem sz 10 would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance" activities. Device history lot: a manufacturing record evaluation was performed for the finished device 4554806 lot number, and no non-conformances nor manufacturing irregularities were identified. However, an nc was raised to address the reported issue. Device history review: a manufacturing record evaluation was performed for the finished device 4554806 lot number, and no non-conformances nor manufacturing irregularities were identified. However, an nc was raised to address the reported issue. Corrected: h3.